Event description:
On (B)(6) 2013 during t2scn surgery, when the surgeon drilled the screw hole at position 2, the drill broke. The broken tip of the drill was removed from the patient body. The surgeon inserted the screw and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in manufacturing were not found. Additional dimensional examination revealed no deviations in the relevant undamaged areas of the item. As mechanical properties of the material of the device were within specified tolerances we exclude material faults. The drilling spiral of the drill was completely sheared off. Damaged cutting edges confirmed contact to hard object(s). The breakage surface identified a (forced) brittle manner. According to found damages the event was caused by improper handling. The event was not caused by a deficiency of the device.

Event description:
On (B)(6) 2013 during t2scn surgery, when the surgeon drilled the screw hole at position 2, the drill broke. The broken tip of the drill was removed from the patient body. The surgeon inserted the screw and finished the surgery.